Manufacturer narrative:
Concomitant products: dtma2d4 ICD, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the superior vena cava (svc) coil of the right ventricular lead for one spike of high impedance. The lead remains in use and will be monitored. The right atrial lead has high thresholds. The output was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.